Manufacturer narrative:
Additional information: no excessive resistance or force was not noted with placement or removal of the device. No straightening of the catheter was performed. The balloon was given proper time to deflate. The device was removed in one piece. There was no difficulty noted during device removal. Lot# provided. Annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one sprinter legend balloon, the catheter/delivery system was found to be deformed and a kink was noted at the luer/hub. It was also reported that the catheter shaft was broken. The device was inspected prior to use and negative prep was performed with no issues noted. No patient complications have been reported as a result of this event.